Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 during dwell 4 of 6 on the home choice (hc). The home patient (hp) stated the supply bag fell and became disconnected. The hp cycled the power off/on to clear the system error 2240 and ended therapy. The technical service representative (tsr) instructed the hp to close all the clamps and disconnect using aseptic technique. The hp would notify the registered nurse (rn) of missed therapy. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240 alarm, the pdn, she was aware of the alarm and the solution bag that disconnected. The pdn stated the home patient (hp) may have not connected the solution bag all the way. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.